Event description:
It was reported by the affiliate that the (1) ems was used during an unknown procedure. It was reported that the instrument jammed. The case was completed with another instrument and there was no pt consequence.